Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional couldn't get the implantable pulse generator (ipg), "exactly how they want it," and a concern was reported that the ipg, "could damage the heart over time." The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.